Event description:
Caller reported blood glucose result of 63 on the inform system, lab result of 260 mg/dl within 10 minutes. Pt was treated with d50 based upon meter result. Caller reported that 1 hour later, inform result was 144 mg/dl, lab result was 379 mg/dl within 10 minutes. No further treatment. A request was made for the return of the system, replacement was sent.